Event description:
Male patient scheduled for a cystoscopy, ureteroscopy, stent exchange and laser lithotripsy. During the ureteroscopy procedure, a piece broke off the access sheath. The item was being utilized appropriately by the attending surgeon. The procedure continued on to complete the stent exchange and the laser lithotripsy. Efforts were made by the surgeons to retrieve the broken pieces of the access sheath. Additional time was used to perform a more thorough urteroscopy and cystoscopy to confirm that pieces of the access sheath have been removed. Per the attending surgeon, the patient will be scheduled for a CT scan and follow-up. During the cystoscopy the access sheath was inserted without resistance however upon removal it was noted that the distal tip had broken off.